Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported the event of left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Initial reporter email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. More than three openings on anterior and posterior side assessed as surgical damage.

Event description:
Healthcare professional reported the event of left side capsular contracture, baker grade iii. Device has been explanted and replaced.